Event description:
The customer obtained the results 70mg/dl and 116mg/dl on her accu-chek aviva system. The customer reports an additional comparison with the results 47mg/dl and 78mg/dl on her accu-chek aviva system. On both occasions test results were obtained within 10 minutes. No reported actions taken based on the readings. No adverse event reported. New system sent to customer and return requested.